Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature could not be cooling down in an arctic sun device, there was some liquid leakage on the chiller compressor. Per review of wo on 03jan2025, it was noted that traumatic brain injury patient/replace another arctic sun unit. Per follow up information received via mail on 06jan2025, the device will be sent to dymax for evaluation. The issue was not yet resolved. They replaced another arctic sun unit to complete therapy. The patient was diagnosed traumatic brain injury, not impact by the device usage. No patient impact. Per sample evaluation results on 13feb2025, failed chiller also contributed to cooling issue.

Event description:
It was reported that the water temperature could not be cooling down in an arctic sun device, there was some liquid leakage on the chiller compressor. Per review of wo on 03jan2025, it was noted that traumatic brain injury patient/replace another arctic sun unit. Per follow up information received via mail on 06jan2025, the device will be sent to dymax for evaluation. The issue was not yet resolved. They replaced another arctic sun unit to complete therapy. The patient was diagnosed traumatic brain injury, not impact by the device usage. No patient impact. Per sample evaluation results on 13feb2025, failed chiller also contributed to cooling issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed chiller. The arctic sun 5000 was evaluated upon receipt. During decon, unit did not cool. Alert 113 was displayed during the evaluation. This contributed to the chiller unit failure. Chiller was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested per procedure and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, e, f, g, h, UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.